Event description:
Pt was playing sports (believed to be football) and jumped. When he landed, he twisted his knee and tore his acl. This required a visit to his doctor and he had surgery (B)(6) 2013 to repair it.